Manufacturer narrative:
Initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation device and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located at 4mm proximal to the proximal edge of the distal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination of the hypotube found no issues. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.